Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked bottom case. The tamper seal was not broken. There was no evidence to review in the device's event history log. A syringe test was performed as part of the functional test and the reported issue was not duplicated, however the reading of the size jumped up and down a little bit. It was determined that the most probable cause was due to the size sensor being out of calibration. As a result, the standard configuration was downloaded, and a syringe test was performed (calibration of size sensor). A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump did not recognize the 3 ml syringe. The event occurred during testing as there was no patient involvement.